Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The battery out limit alarms could not be tested due to no button response. The device was tested with test keypad and no frozen display was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and the buttons would not respond. The blood glucose at the time of the incident was 190 mg/dl. Troubleshooting was not able to resolve the issue. The customer received a battery out limit after reinserting the battery and it could not be cleared. The device was returned for analysis.